Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between carelink and mobile device application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting confirmed the reported event and customer can able to access the carelink personal. Customer was advised to force close and re-launch the app, reinstall the application but connection did not re-establish. No harm requiring medical intervention was reported. Product return is not applicable for non physical devices.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue was not confirmed. As per investigation, we could see customer is paired and uploading successfully in carelink. No errors were found in logs indicating issue with upload feature. To assist with the resolution of the issue, we requested the helpline team to provide following details to investigate the issue further: can you please confirm what issue customer is facing. What does it mean that customer cannot access carelink through mm. Is customer getting any error? On which screen is the error occurring? We can see customer successfully uploading data to carelink. We haven't received requested information and closing the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.